Event description:
See initial report.

Manufacturer narrative:
Machine service history was reviewed, showing that device was installed since 2023 and no other similar event occurred. It cannot be ruled out that the most likely root cause of the reported event is a bearing damage probably due to environmental conditions the motor worked in, as condensation, humidity and high temperatures, and the action of disinfectants used during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t a livanova field service representative was dispatched to the facility to investigate the device, opened the machine and found that the circulation motor is not running. The is why the error 7 was displayed. After replacing the circulation motor the machine is working satisfactory. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, a heater-cooler system 3t displayed on the patient side pump 1 is blocked (error 7). There was no patient involvement.